Event description:
Prior to implant, a cybersecurity firmware upgrade was performed. During download of the firmware, the device went into backup mode. The device was never impanted and there was no patient involvement.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed a telemetry logical channel open authentication failure from telemetry interruption, which resulted in the reported issue on backup operation. The cause of the telemetry interruption is consistent with anomalies associated with firmware upgrade procedure and not device related. Electrical testing revealed normal device characteristics with battery voltage near beginning of life (bol).